Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a highest recorded blood glucose of 312 mg/dl sustained for approximately three hours after a meal; the user noted no visible issues with the infusion set, tubing, or cartridge, and had not performed a confirmatory fingerstick or used backup therapy prior to contacting support. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of alternative therapy. Investigation included troubleshooting and education, including advising an infusion set and supply change due to a potential delivery issue. Investigation of this case revealed an unclear cause of the hyperglycemia with no confirmed device malfunction identified based on user report. It was concluded that the event was consistent with hyperglycemia of unclear cause, and the user was instructed to change supplies and monitor glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.